Manufacturer narrative:
Additional information was requested to complete investigation. Device still implanted.

Event description:
Roi-a : revision cause of possible pseudarthrosis cage was left in place, a posterior system was added (screws).

Manufacturer narrative:
Follow-up medwatch submitted to provide investigation results: after several attempts to obtain additional xray of the patient, no information was received. Pseudarthrosis can't be confirmed with the xray initially provided. From images received, presence of mobility room can't be confirmed. Additional images would be necessary to complete the analysis the review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding lack of information available, there is no evidence to indicate a device issue and the root cause of the revision can not be determined.

Event description:
Roi-a : revision cause of possible pseudarthrosis.